Event description:
The user facility reported while using a sweeney manipulator cracker the tip broke off in the pt's eye. They were able to successfully extract the paddle tip from te eye. Add'l info: there was no damage to the eye or add'l treatment necessary. It did however caused a delay in the surgery to find the fragment in the suction receptacle.

Manufacturer narrative:
Visual inspection confirmed the tip of the instrument had broken off. Microscopic examination found no evidence of a material defect or mfg error. Stamped marking on the instrument confirms the instrument is at least two years old. We were unable to determine the cause of the break.